Event description:
Additional information received confirmed that upon fluoroscopy it was noted that the right-ventricular (rv) lead was not dislodged.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right-ventricular (rv) lead exhibited failure to capture and high pacing impedance. Rv lead dislodgement was suspected. As a resolution the rv lead was capped and replaced on (B)(6)2025. The patient condition was stable.